Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open partial gastrectomy, during the gastroplasty procedure, the device did not fire after the first two firings. It was stated the device was not stamped and locked. Another device was used to complete the case. There was no patient injury.